Manufacturer narrative:
Concomitant product(s): a 4298-88 atrial lead. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: device rounds: t-wave oversensing: a cause of loss of cardiac resynchronization therapy. Indian pacing and electrophysiology journal. 2016;16(5):175-178. Http://dx.doi.org/10.1016/j.ipej.2016.11.009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardiac resynchronisation therapy with defibrillator (crt-d) system. The article reported that the patient presented with loss of biventricular pacing associated with heart failure symptoms. The electrocardiogram showed sinus rhythm with alternating wide unpaced and narrower paced qrs complexes. Device interrogation showed t-wave oversensing (twos) on all paced biventricular beats. Device reprogramming resolved the twos. At the three-month check-up, the patient¿s hf symptoms had improved. The system remains in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.